Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the ventralex (device 1). The patient's attorney made no allegations related to the bard flat mesh.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2011, the patient underwent surgery for implant of an unspecified bard/davol ventralex (device 1). It is alleged that on (B)(6) 2018, the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. As alleged, on (B)(6) 2017 and (B)(6) 2018, the patient had unspecified injuries and underwent revision surgery. As reported, the patient is only making a claim for an adverse patient outcome against the ventralex (device 1). As reported the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".